Manufacturer narrative:
(B)(4). Batch # r5989v. Investigation summary: the ec60 device was returned with the closing trigger and anvil closed. An ecr60g cartridge was received loaded on the device. The reload was received fully fired with the cartridge deck damaged. Another ecr45g reload was received fully fired. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. No functional test was performed due the condition of the device. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the thoracoscopic lobectomy surgery, could not fire farther after using a green staple on bronchi. And the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.